Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix was partially extended and clogged with blood/tissue. The reported event of failure to capture was not confirmed. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead failed to capture. It was discovered via a chest x-ray that the rv lead was dislodged. The patient was asymptomatic. The physician tried repositioning the rv lead, but the helix failed to extend. The rv lead was explanted and replaced. The patient was stable throughout the procedure.